Event description:
Pt reported to hcp when pump was not providing pain relief. Pump was accessed and entire refill amount was recovered as residual. Pump was replaced and due to preexisting condition, pt was susceptible to infection and developed a surgical site infection with the new pump. This pump was removed and the pt's pain was being controlled by pca pumps and pt is in a stable condition.